Event description:
From distributor's report and dr's info. Dr reports that dermabond topical skin adhesive, lot 101118, was used to close a laceration on the face of a pt. Dr stated that the pt returned with an infection 2-3 days following application of the product. The pt was rewashed after removing the adhessive and the site was sutured.